Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient to the emergency department after experiencing an inappropriate shock due to the right ventricular lead oversensing t waves. The patient felt asymptomatic prior to the shock and had heard audible alerts. The lead was reprogrammed to avoid t wave oversensing and it remains in use. The patient was a participant in the attain stability quad study. No further patient complications have been reported as a result of this event.